Event description:
It was reported that the patient experienced dizziness and bradycardia. The leadless implantable pulse generator (ipg) was noted to be pacing below the lower rate. The leadless ipg remains in use. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.